Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, high ventricular rate (hvr) episodes was noted. Review of egm¿s suggested noise and multiple noise reversion episodes was noted. No further information is available at this time.

Manufacturer narrative:
Correction : report source - checked foreign which was missed in initial report.

Event description:
New information received states that there were a mix of noise reversion and high ventricular rate (hvr) episodes which was observed as noise. The patient was seen in clinic and noise was not reproducible during testing. Noise episodes are still observed via remote transmission.

Event description:
New information received states that the patient was asymptomatic and stable before, during and after the clinic visit.